Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that the long drill had vibration and a chattering noise with the black navlock. Additional information received indicated that the replacement was sent and the no issues had occurred. The system was performing as intended. There was no patient harm. There were no additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
Evaluation of the returned tracker was found to be in good condition with no apparent physical damage. The tracker accepts known good instruments without issue. With markers attached and fully seated, the tracker displays a good geometry error with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.